Manufacturer narrative:
(B)(4). Associated MDR#s 680794-2022-00694 for the 2 obturator caps reported.

Event description:
The complaint is reported as: mac was inserted in the cvor. A day or two later the swan was removed in the ICU and an individual ao-09000 (obturator) was used to try and cap off the sheath. The obturator cap would not fit over the psi. Therefore; they were not able to properly secure the psi with obturator cap. The clinician wedged as much of it as they could onto the mac. They also found the extra obturator cap that came inside their mac kit. It did not fit either. The mac was discontinued later that day and no other additional procedure was needed. The mac had reached end of therapy. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). Associated MDR#s 9680794-2022-00694 and 9680794-2022-00712 for the 2 obturator caps reported. Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: mac was inserted in the cvor. A day or two later the swan was removed in the ICU and an individual ao-09000 (obturator) was used to try and cap off the sheath. The obturator cap would not fit over the psi; therefore, they were not able to properly secure the psi with obturator cap. The clinician wedged as much of it as they could onto the mac. They also found the extra obturator cap that came inside their mac kit. It did not fit either. The mac was discontinued later that day and no other additional procedure was needed. The mac had reached end of therapy. No patient harm was reported. The patient's condition is reported as fine.